Manufacturer narrative:
The customer reported this blender has been serviced by 3rd party biomeds. Vyaire technical support informed the customer that it no longer supports the old blender (obsoleted in 2006) and would have no tools to completely evaluate this blender. As a result, an obsolescence letter was provided to the customer.

Event description:
The customer reported while adjusting the low flow blender knob to one-hundred percent, the actual delivered fraction of inspired oxygen (fio2) was not going up (external analyzer). The issue occurred during patient-use; the customer reported the suspect device was replaced with another blender. The customer reported the suspect device has been serviced by a third party bio-med company. The customer reported there is no patient consequence associated with the event.